Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water feedset tube of an mr290v vented autofeed humidification chamber had a cut near the chamber dome, causing it to leak. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber had been destroyed at the healthcare facility. Our analysis is accordingly based on the event description and additional information provided by the healthcare facility. Results: the healthcare facility reported to the fph field representative that the water feedset tube of the subject mr290 chamber "might have been under tension". It was further reported that "there was no support to hold the perfusion bag" which could have created tension on the water feedset tube during transport. The healthcare facility also mentioned that "they will be more vigilant in the future". A lot check was not performed as lot information was not provided. Conclusion: based on the information provided by the healthcare, the reported damage is most likely due to the water feedset tube being setup under permanent tension, causing the tube to eventually break near the chamber dome. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4). Destroyed at the healthcare facility.